Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Device code: (B)(4).

Event description:
This report is being filed due to an air embolism and subsequent cardiac arrest, requiring treatment. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4. The first clip delivery system was unable to sufficiently grasp the leaflets due to anatomy. The device was removed without issues and a longer sized device was used in replacement. There was no adverse patient effect associated with the failure to grasp. An xtw mitraclip was prepared per instructions for use. After device preparation and advancement, the three-way stopcock had been inadvertently/accidentally opened. No one could recall when the stopcock was opened. Air was then observed in the left atrium, requiring aspiration. The air was successfully removed; however, st elevation was noted (no myocardial infarction was diagnosed) and the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed, medications provided, and the patient stabilized. The same xtw mitraclip was re-prepped and implanted, along with an xt mitraclip, without further issues, reducing the mr to grade 1. There was no additional adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
H6: medical device problem code 2993 removed. Investigation findings code 213 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of embolism, EKG/ECG changes (cardiac arrhythmias) and cardiac arrest as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error of not following steps per IFU by opening the stopcock during procedure. It should be noted that the IFU states warning: heparinized saline flush should be continuous throughout the procedure. Discontinuing flush may result in air embolism and/or thrombus formation. The user error of opening the stopcock during the procedure disrupted the continuous flush and contributed to the reported embolism, which is considered a deviation from the IFU. Based on available information, the reported air embolism was a cascading effect of opened three-way stopcock. A cause of the reported EKG/ECG changes could not be determined. The reported cardiac arrest appears to be a cascading effect of the cardiac signal abnormality. The reported unexpected medical interventions and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.